Manufacturer narrative:
(H3,h6) the starter upgrade kit was returned to the manufacturer for analysis. Analysis found that- installed starter upgrade kit in test system. The system did not initialized. The generator did not ready. B02, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: bi71000576, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found 2d long film calibration failing. Inspected starter board. Failing starter board. Replaced board and performed fluoro and 2d long film calibrations. Passed. Performed system checkout. System fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while during calibration site were not able to get 2d long film to pass. The site waited 20 min for 2d long film calibration to pass. The site then rebooted mid-calibration and restarted the system. The site then attempted to acquire an image but was unable to expose 2d or 3d despite a green light. There was no patient involvement. Troubleshooting stating that technical service (ts) had the site retry incomplete 2d long film calibration. The system had no gantry rotation during this and was stuck in "acquiring". Ts advised the site to retry calibration from the start but the system was stuck in acquiring 1 of 3. The site did not hear the gantry moving or see any progress on the screen.

Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.